Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during implant there was an inability to tighten the screws on the extension. The extension was not used and no diagnostic testing or troubleshooting was done. There were no patient symptoms or complications associated with this event. The patient was doing well and they were receiving effective therapy following implant.

Manufacturer narrative:
Analysis of the extension (sn. (B)(4)) found that the distal end connector was twisted in molded rubber. The #0 conductor wire was kinked at the distal end, indicating the #0 block was twisted in the molded rubber. A known good lead was inserted into the proximal end of the extension. Holding the distal end of the extension at the #0 connector block, the setscrew was able to be tightened down on the known good lead with a torque wrench. The click of the wrench was heard and the setscrew was tightened down and the lead was secured in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.